Event description:
Caller reported compact plus system blood glucose results of 200 mg/dl and 78 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.